Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. The rse reviewed the device logs and sent logs to the philips product support engineer (pse) for analysis. The pse advised that therapy receptacle will need replacement. Patient event files were unavailable due to user accidentally deleted the files. The customer has ordered replacement therapy receptacle to rectify malfunction. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by the customer with assistance from rse.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the self-test carried out in the morning went well but following this when users tried to shock a patient the device did not shock. Device was in clinical use but no reported adverse event. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.